Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However; the customer has been advised to do troubleshooting steps under alarm 316 in the manual. New logs has been received and it appears that the vent needs new main board. An email has been sent to field service engineer for quotation. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported problem with bellavista 1000 us with report of technical failure 401 inspiration valve or device leaky and 316 blower failure. The customer confirmed that the event happened during patient use and there was no patient harm reported.

Manufacturer narrative:
Results of investigation:(return analysis) the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported failure was confirmed and isolated to damage on the blower driving hardware of the main electronics board due to a high resulting current needed to overcome actual inertial torque of the blower rotor. Log files evaluation (non return analysis)-most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Field service evaluation:the fsr replaced mainboard, counters reset in ivista per tech support and updated vent to .21. Completed pm and changed filters. Vent passed circuit test and verification and performs within OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.